Event description:
It was reported that "during a turp procedure, while working at between 160 & 180 watts, the pad partially peeled off of the pt's thigh. It was stuck back down and the procedure was continued. The pt was extremely hairy and the sight had not been shaved or prepped. At the completion of the surgery a burn was noticed.